Manufacturer narrative:
It was reported that there was a kinked at the venous line at outlet of reservoir. Customer started the treatment after straightening the kink tube. However, the tube was kinked again during treatment and customer found a solution to maintain the line sufficiently open to have a flow until the end of the treatment. No harm to any person has been reported. Customer did not change the product during treatment. Sample investigation could not be performed since the product was discarded by customer. The failure was detected before treatment and customer straightened the tube and started to operation, kink was re-occurred during on patient use. Remedial action was performed by customer due to this failure. These information could lead to conclude that failure could be confirmed. The production history records (dhrs) of the affected be-hqv 12601 with lot# 3000201428 was reviewed on 2022-09-20. According to the DHR result, the product be-hqv 12601 passed the defined manufacturing and final release specifications. There is no indication on manufacturing issues. Thus production related influences are unlikely. Based on the investigation results, the reported failure could be linked to the risk assessment file and the most probable cause could be: -mechanical damage of the product due to vibration and impact during transport. The occurrence rate was calculated for the reported failure and product and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending. H3 other text : sample was discarded by user.

Event description:
Onetrack # (B)(4).

Manufacturer narrative:
A follow up medwatch will be submitted when further information becomes available.

Event description:
It was reported that there was a kinked at the venous line. Customer started the treatment after straightening the kink tube. However, the tube was kinked again during treatment and customer found a solution to maintain the line sufficiently open to have a flow until the end of the treatment. Received information did not state what was the customer's solution. More information is pending. No harm to any person has been reported. # (B)(4).